Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. Possible causes could include a raw material, or skin preparation issue, the instructions for use provide comprehensive instructions of the safe operation, use and limitations of the device. Medical review concluded without the requested information a review could not be rendered. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dr. Informed that lately the quality of the opsite incise is not good since it is not sticking properly to the skin at the moment of surgery. It comes out of the skin. It is unknown how the procedure was completed or if there was a delay. No patient harm reported.